Manufacturer narrative:
Revision information was not made available to nalu and the reason for the revision is unknown. Review of records found no previous or subsequent issues recorded for this patient.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2022. On (B)(6) 2022 a surgical revision was performed to replace the implanted leads.